Manufacturer narrative:
In response to FDA report number: mw5116724, mw5116725.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern of the product and "necrosis" and healthcare professional later reported via sus voluntary medwatch (mw5116724) (mw5116725) in 2009 developed left breast cancer. Underwent bilateral mastectomies and reconstruction. Underwent radiation treatment to l breast. Had an allergan texturized implant placed in right breast for reconstruction in 2014. On (B)(6) 2022 involved in mva with trauma to r breast. CT scan showed concern for rupture of silicone implant. Underwent exploration (B)(6) 2023 where a yellow seroma encountered. Texturized implant was intact, and changed to smooth silicone implant. Testing on seroma fluid showed cd30 positive. Second and third opinions obtained which confirmed the impression of bia-alcl. Healthcare professional later reported "she also had an area of necrosis with impending extrusion of her implant." Device has been explanted and discarded.

Event description:
Healthcare professional reported left side "necrosis." Device has been explanted.

Manufacturer narrative:
Health effect impact code: f2305 radiation therapy. . In response to FDA report numbers: mw5116724, mw5116725 the event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.